Manufacturer narrative:
This report is submitted october 31, 2018.

Event description:
Per the clinic, the patient underwent surgery to explant the device on (B)(6) 2018 due to incorrect electrode placement; confirmed with CT imaging (date not reported). The patient was not reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on november 15, 2018. (B)(4)